Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially a force sensor error was reported. During the procedure, error 106 was displayed on the carto system. A second device was used to complete the procedure. There was no patient consequence reported. The force sensor error 106 was assessed as not MDR reportable. Warning functioned as intended. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was reddish material and a hole on pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. Initial reporter phone: (B)(6). The investigation was completed on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on pebax. The magnetic and force feature were tested and no errors were observed. The vector was observed within specifications. During the test an occlusion was observed due to biological material according the ftir results (fourier-transform infrared spectroscopy). The foreign material inside the pebax component could be related to the issues reported by the customer. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).